Event description:
The customer returned a perclose proglide device without providing any further details. Evaluation of the returned device revealed a cuff to needle tip detachment. The needle to cuff detachment prevented harvesting of the sutures of this device. Because the suture could not be retrieved, the knot would not form to be advanced to the arterial surface to close the vessel as intended. Subsequently, a failure to achieve hemostasis would have occurred requiring an alternative method to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. A needle to cuff detachment was confirmed based on the visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contribute to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4).